Manufacturer narrative:
Correction: from the customer verbatim, the solution was able to be dispensed out of the cannula but there was balance solution left in the needle hub area. Therefore, it can be concluded that the cannula was not clogged / blocked. General dissatisfaction of the product does not impact the intended use of the device which would not lead to harm or serious injury to the clinician or patient. As a result, this MDR will be cancelled.

Event description:
It was reported that the needle eclipse 30x1/2 was blocked during the injection, and the patient did not receive approximately "15%" of the dose as a result. The following information was provided by the initial reporter: "I am using as prescribed your eclipse needle along with your bd 1ml syringe for a daily reconstituted injection. I notice that approximately .075ml of serum is left, undispensed, in a reservoir inside the plastic needle head. (You can see it and, by reversing the syringe, measure it. But you cannot dispense it.) My daily dosage is .5ml of reconstituted liquid serum total. The undispensed .075ml represents 15% of my dosage. That is substantial waste, especially for a medication that is very, very costly."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: six samples were received by our quality team for evaluation. From the samples, five samples were without packaging and had been activated and one sample was a representative sample. The samples were subjected to visual inspection. Three of the activated samples without packaging were found with clogged needles. No clogged needles were observed on the remaining samples. The three clogged needles were further confirmed after being unable to draw in water or push water through the cannula using a syringe. It was also observed that there were white patches of substances inside the hub after using the water. Therefore, the samples could have been used in application. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. From the customer verbatim, the solution was able to be dispensed out of the cannula but there was balance solution left in the needle hub area. Therefore, it can be concluded that the cannula was not clogged / blocked. The assembly process was reviewed, there is a vision system at the assembly machine to detect clogged needles and reject the part. This vision system is challenged in every shift start-up. Therefore, it is likely that the cannula was clogged by the solution used which resulted in balance solution left in the needle hub area. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle eclipse 30x1/2 was blocked during the injection, and the patient did not receive approximately "15%" of the dose as a result. The following information was provided by the initial reporter: "I am using as prescribed your eclipse needle along with your bd 1ml syringe for a daily reconstituted injection. I notice that approximately .075ml of serum is left, undispensed, in a reservoir inside the plastic needle head. (You can see it and, by reversing the syringe, measure it. But you cannot dispense it.) My daily dosage is .5ml of reconstituted liquid serum total. The undispensed .075ml represents 15% of my dosage. That is substantial waste, especially for a medication that is very, very costly."